Event description:
It was reported on 30nov2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted one mitraclip was previously implanted, but the patient returned to the hospital due to a progression of disease. Two clips were implanted, reducing mr to a grade of 1-2. It was noted imaging was challenging throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation is due to procedural conditions. The reported poor image resolution is due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.